Event description:
It was reported to boston scientific corporation that during an esophagogastroduodenoscopy (egd) procedure (patient gender, age and weight are unknown) a cre balloon dilatation catheter balloon leaked and could not maintain pressure. According to the complainant, the device was removed, and replaced with another cre balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual examination of the returned device noted a longitudinal tear in the ballloon. The cause of the balloon rupture is undetermined; however, it is likely attributable to procedural use (operational context).